Manufacturer narrative:
(B)(4).

Event description:
The receiver (part number stk-gf-001/serial number (B)(4)/lot number 5205003), being used with the transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of a loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative advised patient to reset the device. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.no additional patient or event information is available.